Manufacturer narrative:
Device evaluation of charger/modem has been completed. The reported problem (charger resets) has been confirmed. As received, the charger/modem was resetting and had liquid contamination on the battery board. Upon evaluation, the charger exhibited a bga failure on ca board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.